Event description:
There was a large blood loss from the sheath/hemostasis valve assembly. The hemostasis valve was not returned to datascope for evaluation. Event complications: unk - rpt'd 5/30/97. Pt current status: unk - rpt'd 5/30/97.

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.